Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported in (B)(6) the patient noticed she was having difficulty having the charge last on her battery. The patient used therapy with successful coverage but it would rarely last longer than a day. It was noted the patient had 2-3 programs running simultaneously. It was also reported the patient experienced a slight burning sensation at the pocket area. She discussed it with her physician who attributed it to possibly being regeneration of superficial nerves in that region. The patient denied feeling the burning sensation since the implantable neurostimulator (ins) had been off. The patient denied falling until after the battery depleted. The patient had not recharged since may. It was noted an overdischarge was suspected. The manufacturer representative was performing a trickle charge to reactivate the patient's battery. The patient allowed to trickle charge the battery in one cycle and a power on reset (por) message appeared. The battery was charged for another 20 minutes and the por was cleared. The battery was turned on and the patient felt stimulation in necessary areas. The rate setting was changed from 75 to 50. The ins was turned off and the patient continued to charge. The patient was instructed to fully charge her battery before using. It was noted error message 0x8 appeared. The patient was also instructed to allow the battery to deplete to about 1/4 full then completely recharge for the next 5-6 charge cycles. The indication for use was radicular pain syndrome (radiculopathies). If additional information is received, a follow up report will be sent.